Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged w/ moisture) issue; scratched display lens and moisture behind the display lens. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2017 with the following findings: during investigation, no moisture was found in the battery compartment was cracked under the display lens. Unrelated to the original complaint, the battery compartment was cracked from the threads to the left of the grip pad. A leak test failed due to a battery compartment leak. The pump was opened to find no moisture.